Event description:
Baxter reports, "a pt's adapter of a transfer set was off from a ti-adapter. The transfer set was in use for 60 days." There was no pt injury or medical intervention reported by baxter japan.